Manufacturer narrative:
(B)(4). The pump has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility representative reported a floguard pump over-infused bumex to a patient. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, the pump was mis-programmed and it over-infused bumex. No patient injury or medical intervention had been reported related to the device. No additional information was available.